Event description:
Patient reported "grade IV capsular contracture" via us, "a lot of pain" and "it got out of place". Patient later reported "presence of partial adipose replacement", "radial folds and implant deviated to the medial region" and "fibrous capsular contracture in the right breast" via us. Healthcare professional later reported "grade IV capsular contracture". Legal representative later reported "capsular contracture grade IV" via us and MRI, "recall of the natrelle prosthesis", "recall of the company", "lot of pain", "discomfort", "breasts are deformed", "patient has a genetical condition to develop the lymphoma", "family history of the disease", "recall made the patient feel anguish", "so much worry", "pain", "encapsulated prosthesis", "out of place", "risk of lymphoma", "several anxiety attacks", "panic attacks", "fear of dying", "undergoing psychiatric treatment", "patient was physically and psychologically harmed", "contracture pains", "anguish", "traumas", "anxiety behavior", "panic", "death wish", "difficulty in attention", "concern about the risk of developing some type of alteration in the health of her breasts due to the recall information". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-18387. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and appropriate term/code not available (recall).